Manufacturer narrative:
The cause of the discordant elevated urine calcium result is unknown. The customer stated they believe the result is the lower result from the dimension exl and did not report any of the results. The customer stated they believe this issue was due to sample related issues. The physician requested a new sample but it was stated by the customer that no new sample was recollected. The customer is fully operational. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated urine calcium (ca) result was obtained on the dimension rxl instrument. The discordant result was not reported to the physician. The same sample was repeated on the same instrument and an alternate dimension exl instrument and lower results were obtained and not reported. There are no reports of patient intervention or adverse health consequences due to the discordant, discordant falsely elevated urine calcium result. There was no known impact to the patient.